Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer yet. Therefore it could not be analyzed. The device history record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reported that during surgery the monomer liquid of the optipac 40 could not be sucked up of the cartridge. For that reason the cement could not be mixed up. Another optipac 40 refobacin bone cement has been used to finish the surgery.